Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the caller through a system check, but no issues were identified. The customer replaced pump supplies as needed and continued insulin therapy.